Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error while the customer was asleep. The keypad of the device was unresponsive. The customer stated that the device froze. The customer stated that the device went into a siren mode, so they removed and reinserted the battery, and the button error alarm reoccurred. The customer had a new insulin pump and had reverted to the new device. The customer could not recall their blood glucose value at the time of the incident but at the time of the phone call the customer's blood glucose was 154 mg/dl. The discontinuation of the device was advised. Nothing further was reported.